Manufacturer narrative:
Site stated they noticed the lower part of the handle was warm and patient's wound is the same pattern as the lower part of the handle. The non-insulated part of the electrode may have touched the lip while 'live' and in cut mode. The device was evaluated and found to be operating as intended within specification. The device history record confirms that the product passed and met all requirements before releasing. Due to severity of lip injury, this event is reportable.

Event description:
Site reported that patient experienced a burn about 6-7mm on the right side of the lip during a tonsillectomy operation using the surgitron.